Event description:
It was reported that ten (10) mins after platelet transfusion was started, the pt experienced symptoms of dyspnea (shortness of breath), tingling, faint, and thick tongue. The pt also experienced hypotension from 110/59 mmhg to 75/28 mmhg. The transfusion was discontinued and saline was infused. The pt recovered.